Manufacturer narrative:
(B)(4)

Event description:
It was reported that a noise episode was observed during a device replacement procedure. The lead was capped and replaced. The patient was discharged post procedure.